Event description:
Procedure started laser turp; 10 mins in the case, laser stopped working with prompt: message code 012 no fiber, or fiber connector hot, wait for 30 seconds then replace fiber. Replaced the fiber and reset and restart still not working. Replaced machine. FDA safety report ID# (B)(4).